Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, on the first fire at the antrum, the device didn't fire the reload. They opened a new stapler to complete the case. There was no patient injury.